Event description:
It was reported the customer's blood glucose was not appearing on the bolus menu. The customer stated their blood glucose was transferred to the insulin pump, but does not appear on the bolus menu. Customer's blood glucose was 10 mmol/l. The customer had to disconnect from the call before troubleshooting could occur. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.